Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix fell off from the inserter. T1 was removed from the patient by tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The knot has been tightened down. The depth straw has been pulled up and out of the indentions to cover the tip of the needle. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that could have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Medical device problem code.